Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 76-year-old male noted as high risk percutaneous coronary intervention was implanted with an impella device for mechanical circulatory support. The complainant reported that when plugging in purge cassette and disc, alarm ¿defective purge cassette¿ was seen. Aic changed with same purge cassette and alarm remained. A new purge cassette opened and started to prime original impella pump. Purge pressure low alarms were seen. Decision made to open another pump. New pump primed and no alarms were observed. Implanted without issue.

Manufacturer narrative:
The investigation of purge leak ¿ pump has been completed. The impella device was not returned for evaluation. Purge leak - pump: purge alarms were seen during data log analysis, which were resolved after switching to a new pump according to the clinical details, due to which it was concluded that there was a leak in the pump. The data logs were insufficient to confirm the leak location. The root cause of the purge leak - pump was not determined due to lack of sufficient clinical details and unreturned product. G1 reporting contact email revised on manufacturer device report 1220648-2024-14059 in accordance with updated procedures.

Event description:
The complainant reported that when plugging in purge cassette and disc, alarm ¿defective purge cassette¿ was seen. Aic changed with same purge cassette and alarm remained. A new purge cassette opened and started to prime original impella pump. Purge pressure low alarms were seen. Decision made to open another pump. New pump primed and no alarms were observed. Implanted without issue.